Manufacturer narrative:
The manufacturer previously reported a failure of the oxygen blending module board. The oxygen blending module board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the oxygen blending module board failing was found to be caused by a short circuit of the intergrated circuit (u200).

Manufacturer narrative:
The device was evaluated but not yet repaired.

Event description:
The manufacturer received information alleging a patient was on a trilogy in niv st mode and the patient was struggling to maintain saturations. Fio2 gradually increased to 100% with little effect on the patient's worsening condition and ischemic changes appearing on ECG. On one of many of the regular checks of the display readings, it was noted that the fio2 delivered was actually only 21%. Settings rechecked-100% fio2 set, 100% bolus pressed - none administered by trilogy. All connections to o2 checked. No errors. Patient changed to new trilogy after which patient reportedly improved quickly. The ventilator was returned to the manufacturer for evaluation. When o2 was attached to the device and different percentages of oxygen delivery were selected with an oxygen meter on the output, the device was not delivering any o2; only the 21% that was present in air. When the device was turned on, it immediately alarmed for a "service required" condition. During the review of the device's downloaded error log, it was discovered the device had been alarming "service required" since (B)(6) 2015 and every time the device was turned "on." These "service required" alarms were being ignored by the device users, as evidenced by keypresses of the reset button. The "service required" alarms were caused by the failure of the oxygen blending module board. The device's oxygen blending module board will be replaced to address the issue.